Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was hematoma-related pressure damage of the facial nerve post-procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
Barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient experienced perioperative mouth branch weakness on the right and tongue deviation to the left and was transferred to a different hospital for symptom assessment. In the opinion of the physician, hematoma-related pressure damaged the facial nerve post-procedure. An MRI occurred, and no new abnormalities were found. No additional treatment or intervention was performed, and the facial nerve issues somewhat resolved. The patient passed away unrelated to barostim.